Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation

Event description:
User facility reported that during patient transport while using the listed ventilator, the patient had episodes of bradycardia. The patient then had a witnessed pea (pulseless electrical activity) arrest, but patient subsequently returned to spontaneous breathing. Later in the evening, the same patient was being transported to CT with the listed ventilator. During transport, patient had episodes of hypotension which was again followed by pea arrest. The reporter states that the patient again returned to spontaneous breathing. The user facility's maintenance personnel reviewed the ventilator. The maintenance personnel reported that the device had several valves that were out of alignment and the oxygen mixer was too high. There were no permanent adverse effects to patient reported.